Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 43 mg/dl. Customer advised they were getting basal delivery during their low blood glucose incident. Customer was advised the device functioned properly and did not suspend since the customer had turned the suspend feature off. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.